Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following findings: testing confirmed the bolus button undamaged but intermittently responsive. Removed bolus button and found contamination on bolus contact. Unrelated to this complaint, the display was dim/fading. When replaced with a test screen, the contrast returned to norma.

Event description:
The distributor contacted animas on (B)(6) 2012 stating that the audio bolus button was unresponsive. There is no further information regarding the complaint available at this time. There is no adverse event with this report. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).